Event description:
It was reported that patient images that had been previously acquired were not available for recall even though they had been saved.

Manufacturer narrative:
Field service engineer was unable to duplicate problem. System software was tested, and no issues were identified. The system hard drive was replaced as a precautionary measure. System was functioning as intended.